Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation before it reached the nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.